Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is still detecting sounds well.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly, the patient has balance issues with known accidents, which might have led to a loosening of the electrode fixation. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was still detecting sounds; though in-situ measurements in early (B)(6) indicated multiple channels with hi impedance status. The patient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary.

Event description:
The patient is still detecting sounds well; though in-situ measurements indicate multiple channels with hi impedance status.